Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose 600 mg/dl on (B)(6) 2018 at 2:00 pm. Customer did not have symptom. Blood glucose value when admitted to hospital was 600 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer current blood glucose reading was unknown. Customer was using within 48 hours of reported high blood glucose reading event. Customer was treated with manual injections and IV fluids. The name of the hospital is center point ER/research medical center. The reporter name is wife. The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer reports site is changed (B)(6) 2018. The drive support condition was not mentioned. Customer did not perform hp test. Products will not be returning for analysis. The customer was not using auto mode feature during the serious injury.